Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, radiographs revealed osteolysis behind the cupband in the proximal femur. A revision procedure was performed on (B)(6) 2012 and all components were removed and replaced due to suspected infection; however, infection was not confirmed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Evaluation of the returned liner component found a portion of the hi-wall to be missing. There is cracking present on the remaining portion which is typically associated with high loads and oxidation of the polyethylene. There is a thinned out portion of the high wall where horizontal lines are present, which may have been caused by abrasive wear with the head or they may be machine lines. The main wear zone was likely in the high wall region that separated from the rest of the liner and was not returned. Therefore, the wear of the device could not be fully evaluated to determine if the polyethylene wear was excessive and if it could have been a contributing factor to the reported osteolysis. Damage was noted that is consistent with instruments used during removal. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00430 / 00431).